Event description:
It was reported after the rv lead was implanted, the patient experienced pain in the upper abdominal. Echo revealed pericardial effusion. Pericardiocentesis was performed and removed effusion. The patient felt better after the procedure. No further information is available.

Manufacturer narrative:
(B)(4).